Event description:
During internal testing at fresenius kabi with one soaker pump, the ui froze and logs contained a repeated network error message. This occurred after das performed it maintenance (incl. But not limited to rebooting dns servers). These are the only two data points for ascertaining the root cause of the freeze. Reproduction has not been possible so far. Attempts at reproduction thus far include: * rerunning the squish test originally running on the affected pump for many days * creating a wifi network to recreate dhcp lease limitations found on ivx-lvp * creating a wifi network to redirect dns, mimicking das maintenance the behavior which prompted the creation of this complaint has not been reproduced despite numerous attempts, and it has not manifested otherwise since first observation. The root cause of this cannot be determined because reproduction has proven infeasible. If this behavior occurred in the field the clinicians ability to manage infusions would be impacted due to the user interface freezing. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
It has been determined that if the ui becomes unresponsive, the clinician will be unable to provide therapy via the lvp. As the issue has not been able to be replicated, (B)(6) has not been able to identify what specific code would need more resiliency. To date, this issue has only been experienced once during internal testing, has not been able to be replicated and has never been experienced in the field by an end user. (B)(6) will reopen investigation if the symptoms occur again.